Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Qc, system check, and service information have not been supplied to date for this event. A definitive root cause for this event has not been determined to date. This event is related to the event reported in MDR #2122870-2011-06322.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously elevated troponin I (accutni) results within the risk stratification range of the assay for one (1) patient generated by the unicel dxi 800 access immunoassay system. The erroneous results were not reported out of the laboratory. Repeat testing of the patient sample produced lower results within the normal reference range of the assay. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.